Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's battery had reached end of life and the patient lost therapy. It is unknown if the ipg depleted prematurely. Surgical intervention was undertaken to replace the ipg. Therapy was restored postoperatively.